Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that a battery pin in battery well # 1 was loose. Physio-control then torqued the battery pins to specification and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue was a loose battery pin.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when transporting the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when transporting the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.